Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination could not be conducted due to the unknown lot number. A search of the complaint file for the past three years found 17 similar reports. The same user facility reported a similar event for another device with the same product code, see MDR 2243441-2017-00044. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device is not available.

Event description:
The user facility reported difficulty with the involved angio-seal evolution device. Follow up communication with the user facility reported: while deploying the angio-seal evolution device they noticed a lot of resistance; they were able to eventually deploy: there was pulsatile bleeding afterwards; manual compression was held; this was second incident this day; it was reported that it was another very large patient; they were not sure if it was a mechanical issue with device or patient anatomy; and the procedure was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. To provide the evaluation results; include blood loss less than 250cc that was inadvertently left out of the description. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Blood loss less than 250cc.